Event description:
The lead has noise on the rv channel and the pt received inappropriate therapy. There was a visible break in a df-1 connector to the yoke and an un-seen break in the p/s portion of the lead. The device was capped.